Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became ext rinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was received with the helix fully retracted. The helix could not be extended due to the distal conductor completely fractured within is-1 connector pin. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during the atrial lead implant procedure, the physician attempted to place the lead however, difficulty was enc ountered and high thresholds exhibited. The atrial lead was re-positioned four times, and in the last attempt the tip did not extend. The atrial lead was removed and the tip was tested, and did not work. A different lead was used to complete the procedure and exhibited acceptable threshold. No patient complications have been reported as a result of this event.